Manufacturer narrative:
Initial reporter phone#: (B)(6). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd facsymphony¿ flow cytomete, waste leakage without bleach was not contained (outside instrument). The following information was provided by the initial reporter: check the instrument. Leak not from hts but from bd facsymphony. Found broken connector. Replaced the connector ((B)(4)). Test ok. Leak from under hts source origin unkown safety follow-up questions. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Cause translation broken connector. Solution comments translation replace connector.

Event description:
It was reported that while using the bd facsymphony¿ flow cytomete, waste leakage without bleach was not contained (outside instrument). The following information was provided by the initial reporter: check the instrument. Leak not from hts but from bd facsymphony. Found broken connector. Replaced the connector ((B)(4)). Test ok. Leak from under hts source origin unknown safety follow-up questions. 1. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. What is the source of leak -- waste line or non-waste line? Waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No. Cause translation broken connector. Solution comments translation replace connector.

Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.